Event description:
Additional information received reported that the lead was explanted on (B)(6) 2012 due to a second (B)(6) infection. The reporter stated that the lead was relocated from the device pocket. At some point between device explant and lead explant, the lead end eroded through the skin. Drainage from site tested positive from (B)(6). The patient was admitted to the hospital for follow-up antibiotics and for a consult. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at his implantable neurostimulator (ins) pocket site. Drainage began the day prior to this report. The healthcare professional (hcp) classified the drainage as "thick, serous fluid with clumpy greenish undertones." The patient's ins was being removed the date of this report. The hcp was going to try to salvage the leads by moving them to the other side of the patient's body. The ins pocket was to be cleaned and irrigated. The patient was to be prescribed time to heal before a new ins or system would be re-implanted. Additional information received reported the patient's pocket site appeared inflamed, red, and warm. It was reported, per the patient, he had a staphylococcus infection. The patient recovered without sequela.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient (B)(4). Analysis of the ins revealed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.